Manufacturer narrative:
Evaluation summary: one lf1737 ligasure device was received, and an evaluation of the sample could not confirm the reported issue. Visual inspection found eschar on the seal plate and in the jaw knife track. Mechanical testing found the jaws operated properly and the knife blade deployed smoothly. There was no knife blade exposure. The knife cut with acceptable results and no damage was found on the blade. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the knife blade did not retract. The jaws had been cleaned during use. There was no patient injury, and a new device was used to continue the procedure.